Event description:
The lay user/patient contacted lifescan in early 2009 and alleged that her one touch ultralink meter was reading inaccurately erratic. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The alleged issue first occurred in late 2008 at 5:32 pm. The pt reported obtaining results of 174, 136, and 232 mg/dl on the subject meter/strips, performed greater than 20 minutes apart. The next day at 2:00 am, the pt reportedly experienced symptoms of shaking, sweaty, numbness in tongue and mouth, and convulsion. She treated self with food/drink. The pt was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. This complaint is being reported because the pt claimed that she experienced symptoms suggestive of hypoglycemia after the product issue began. The alleged erratic results were obtained greater than 20 minutes apart. The pt treated self with food/drink. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.